Event description:
It was reported that a system delivered several shocks as therapy and message indicating an open circuit condition was detected was displayed. Technical services (ts) was consulted and discussed this indicated a high out of range shock impedance measurement and how this could affect therapy delivery. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and additional event details. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a system delivered several shocks as therapy and message indicating an open circuit condition was detected was displayed. Technical services (ts) was consulted and discussed this indicated a high out of range shock impedance measurement and how this could affect therapy delivery. This device remains in service. No adverse patient effects were reported.